Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during fill 5 of 6. The caller was connected when they switched a supply bag out for a new bag. The baxter technical service representative (tsr) recycled power, cleared and explained the alarms. The caller would discard the supplies and finish with manual supplies. They were sure to drain first as the ultra filtration (uf) equaled -685 ml. The caller would call the registered nurse (rn) per the air detect alarm and being connected. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was unknown, therefore no batch review could be performed.